Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(4) was confirmed through functional testing and archive data review. The root cause is due to the defective fan assembly and patient temperature sensor. Upon visual inspection, no damage was observed. Unable to perform initial functional testing due to ua41 (patient surface temperature sensor malfunction) error code. Review of the archive data shows ua41 error message occurred on the reported event date given by the customer (B)(6) 2018). The fan assembly and patient temperature sensor needs to be replaced to remedy the problem. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform (B)(4).

Event description:
As reported, during shift check the autopulse platform (B)(4) displayed user advisory error code ua 41 (patient temperature sensor failure). The error was unable to clear by the customer. No patient involvement.